Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2016, 459888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead delivered inappropriate therapy due to noise accompanied by high and undefined impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.